Event description:
It was reported that the customer experienced a blood glucose (bg) level of 571 mg/dl and a high ketone level identified as dangerous by healthcare provider (hcp). Reportedly, the customer believes the cause to be related to the pump settings as customer did not consult with hcp prior to changing pump settings the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained. System check by tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.